Event description:
It was reported that the patient presented for a generator change procedure. It was noted that the right atrial lead was capped due to unspecified anomaly. The lead was capped and replaced on (B)(6) 2015. The patient was in stable condition.